Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. When unlocking the key-lock, the buttons react like all of buttons are pressed at the same time resulting in unintended scrolling through all the menu options and the patient is not able to actively control the infusion device.